Event description:
The customer reported that the sys had parallax and straight object issues, and the c-arm was shaking when moved from anterior - posterior to the lateral position. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The collimator was replaced. The c-arm was tested and is balanced. Teaching was provided to the customer regarding slow rotation of the c-arm and the locking of the orbital lock to maintain stability. The sys was tested and found to be working as intended and put back into svc.